Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08715 inches. Device received with cracked case at display window corners, display window, reservoir tube and battery tube threads. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the emergency room due to high blood glucose of 600 mg/dl. The customer¿s blood glucose level was 357 mg/dl at time of incident. The current blood glucose level was 611 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with cracked case at display window corners, display window, reservoir tube and battery tube threads. Device received with minor scratched display window and case. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).